Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to claim no audio output on (B)(6) 2015. Patient claimed testing of the alert functionality prior to contacting dexcom technical support and reported tone alerts were not functional. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the port door is missing from the receiver. Functional testing was attempted but unable to be performed because the receiver will not boot up or turn on. The receiver case was opened for an interior inspection. The batter was tested and failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective battery.